Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image e315 error and a-rubber has crystallized. A root cause could not be identified. Based on the results of the investigation, we believe that the image abnormality was caused by water seeping into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no display when connected to the console. The issue occurred during inspection for use. There were no reports of patient involvement.